Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device charges but does not discharge.

Manufacturer narrative:
It was reported to philips that the device charges but does not discharge. The customer requested to return the device to the bench for evaluation and repair. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the battery is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was not replaced due to end of life of the device(no replacement parts are available), and the device was not returned to full functionality but suggested to operate only when the device connected to the direct current which was accepted by the customer. The device was returned to the customer site and no further evaluation is warranted at this time.